Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin at home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. The physician elected to make no changes. The patient will be followed normally. On (B)(6) 2019 the device function was normal, patient is fine and will be followed-up in a year.